Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one suture. The needle was not returned. It was reported that the thread broke. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: needle detached. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic hysterectomy, while employing the continuous suturing technique during uterine suturing, the thread of three sutures broke. Another barbed suture from the same lot was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlocl0316, vlocl0316 v-loc* 180 0 grn 30cm gs21x12, (lot # unknown); vlocl0316, vlocl0316 v-loc* 180 0 grn 30cm gs21x12, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.